Event description:
It was reported that the insulin pump did not alarm due to bent cannula. Customer experienced high blood glucose reading of 400 mg/dl. The serter did not insert the infusion set properly. Customer treated with manual injection. The blood glucose reading decreased to 302 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.